Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 41 mg/dl. The spouse also reported a battery out limit alarm when inserting a new battery. The customer had not made any changes to the insulin pump settings recently. Nothing further was reported.